Event description:
It was reported to st. Jude medical that the ICD was explanted due to oversensing and inappropriate shocks. A system error message appeared when attempts were made to interrogate the ICD.